Manufacturer narrative:
Initial report phone #: (B)(6). Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ ii short needle insulin syringe experienced missing label information. The following information was provided by the initial reporter: no lot.

Manufacturer narrative:
Investigation summary customer returned several images of a shipping carton filled with shelf cartons for 0.5ml, 30 gauge, 8mm syringes from lot 1018998. Among the shelf cartons, one is missing the print for the lot number, manufacture date, and expiration date. No other shelf cartons are missing this text. A review of the device history record was completed for batch# 1018998. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was unable to confirm the customer¿s indicated failure of the lot and manufacturing information missing from the side of the shelf carton. A definitive root cause cannot be determined.

Event description:
It was reported that the bd ultra-fine¿ ii short needle insulin syringe experienced missing label information. The following information was provided by the initial reporter: no lot.